Manufacturer narrative:
Testing was performed by (B)(6) on retained kit lot #094901. The retention lot testing yielded expected results when testing internal qc samples. The manufacturing batch records for lot #094901 were reviewed and did not reveal any failures of acceptance criteria. This lot met the required release specifications. A patient sample labeled with the date (B)(6) 2018 (matching the incident date) was returned by the customer and tested at (B)(6) with retained test strips from kit lot #094901. The test result was (B)(6). (B)(6) was unable to determine the exact root cause of the reported issue. The results obtained may possibly be related to the patient sample. The sample may have contained specific substances which may have affected the results. A review of the complaints reported for (B)(6) or unconfirmed (B)(6) results related to lot #094901 that the complaint rate is (B)(4)%. The evidence available suggests that the device lot is performing within labeled claims.

Event description:
A (B)(6) (plasma) result was obtained with the (B)(6) determine (B)(6) test on a (B)(6) year old labor and delivery patient. The patient was in active labor at the time of the testing. There was no anti-retroviral treatment initiated on the mother; however, the newborn received one dose of nebirapine/zidobudine which was discontinued after the confirmatory test result was obtained.